Manufacturer narrative:
Mml #: (B)(4). The device history record was reviewed. No nonconformances were found to be associated with the patient's discomfort. Updated h6.

Event description:
It was reported that the patient had lost weight (~35 lbs), and as a result, she has been experiencing pain in the implantable pulse generator (ipg) pocket site. Reportedly, the patient has had a positive outcome with her back pain since the reactiv8 system implant and has not been using the device. The patient requested that the device be removed. The device was removed and intact without complications. The device was inadvertently discarded. No device evaluation can be performed.

Manufacturer narrative:
Mml #: (B)(4).

Event description:
It was reported that the patient had lost weight (~35 lbs), and as a result, she has been experiencing pain in the implantable pulse generator (ipg) pocket site. Reportedly, the patient has had a positive outcome with her back pain since the reactiv8 system implant and has not been using the device. The patient requested that the device be removed. The device was removed and intact without complications. The device was inadvertently discarded. No device evaluation can be performed.